Event description:
It was reported "one of the tabs broke off when attempting to peel introducer sheath away at end of case". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath for evaluation. Signs-of-use were observed. Visual inspection of the peel-away sheath revealed the peel away sheath extrusion was separated adjacent to the tab. Remains of the extrusion was still attached to the separated tab. The other tab was intact. One side of the sheath was split completely down the extrusion. The peel-away sheath length from the tab to the distal end measured 2 5/8" which is within the specifications of 2 5/8" - 2 7/8" per product drawing. The outer and inner diameter of the sheath could not be performed due to the condition of the returned sample. A device history record review was performed, and the following findings were identified: for part number eb-01052-002, batch 34c23f0167, a non-conformance was initiated regarding a peel-away sheath torn incorrectly. Based on the observed failure mode, this finding is likely relevant to this investigation. The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated from the tab. Based on the customer report, the sample received, and past comments from manufacturing, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "one of the tabs broke off when attempting to peel introducer sheath away at end of case". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".